Event description:
The customer stated that he was hospitalized for low blood glucose levels with a reading of 25 mg/dl. The customer stated that the doctor checked out the insulin pump, and he felt that it was delivering too much insulin. However, the customer stated that he had not been using the insulin pump since the hospitalization, and he is continuing to have problems with his blood glucose levels. The customer was unable to troubleshoot at the time of the call.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.